Manufacturer narrative:
(B)(4): results: evaluation of the returned product found that the alarm powers on but the alarm tone is intermittent when the magnet clip is detached. (B)(4).

Event description:
The customer reported that the alarm has power but no alarm tone when the magnet clip is detached. This was discovered during set-up, prior to use with a patient.